Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue with tandem technical support and declined follow up contact regarding the issue, therefore no additional information could be obtained.